Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 06/06/2011 - reuse. Electrode belt sn (B)(4): 10/16/2012 - reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection were motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was sleeping at the time of the treatment event. The patient's wife was also asleep with the patient at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. The patient went to the emergency department, and continued to wear the lifevest. There is no indication of a sustained injury resulting from the patient fall.